Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet could not advanced into the right atrial (ra) lead. The ra lead was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. A complete lead was returned in one piece for analysis with the helix found partially extended and clogged with blood/tissue. The stylet was not returned with the lead. The stylet insertion test found obstruction / restriction at the distal region of the lead. Destructive analysis found blood inside the inner coil. The cause of the reported event was isolated to the blood in inner coil.